Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample and three (3) photographs were provided for evaluation. Visual evaluation was performed on the photographs, and the first image showed a finger with a small amount of clear fluid present. The second image displayed the blister lid for traceability purposes, and the third image showed the ultrasite valve, with no abnormalities observed. The returned sample was visually inspected, and no defects were identified. No residue of the substance shown in the photograph was observed on the retuned sample. It should be noted that the piston assembly of the ultrasite valve is lubricated with fluorosilicone fluid to facilitate smoother syringe insertion during use. Based on the investigation findings, the reported defect was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: rn opened this and was about to attach the syringe. Noticed it looking "wet" at the tip. Touched it with the syringe and we saw a stringy thing. Used my finger and it's some sort of substance. Didn't reach patient/field. No injury reported.